Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the mega suturecut needle driver instrument cable was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use. The instrument cable was broken during dorsal venous complex (dvc) ligation procedure. The instrument did not collide with any other instrument or tool during procedure. There was no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument was found to have blade damage. Both blade edges were indented, which prevented the blade from closing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.